Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 03-sep-2020. The most recent information was received on 28-sep-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('since placement, multiple pains appeared / device was painful'), device breakage ('breakage of the essure device'), device dislocation ('a piece migrated beyond the uterus putting my intestines at risk') and adenomyosis ('uterus in poor condition with a lot of adenomyosis') in a 34-year-old female patient who had essure inserted for tubal ligation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "the implant was permeable" in 2015. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced device breakage (seriousness criterion medically significant) and device dislocation (seriousness criteria medically significant and intervention required). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced headache ("headaches"), tendonitis ("tendinitis"), arthralgia ("joint pains"), abdominal pain upper ("stomachache"), fatigue ("fatigue"), adenomyosis (seriousness criterion medically significant) and postoperative adhesion ("numerous adhesions"). The patient was treated with surgery (salpingectomy and hysterectomy by laparotomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, device breakage, device dislocation, headache, tendonitis, arthralgia, abdominal pain upper, fatigue, adenomyosis and postoperative adhesion outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, adenomyosis, arthralgia, device breakage, device dislocation, fatigue, headache, postoperative adhesion and tendonitis with essure. The reporter considered pelvic pain to be related to essure. The reporter commented: inserted in (B)(6) 2015 but the implant was permeable and painful, so the patient had a fallopian tube removed in (B)(6) 2015 causing breakage of the essure device. Since placement, multiple pains appeared, moreover, following the breakage, a piece migrated beyond the uterus putting patient`s intestines at risk. Uterus in poor condition with a lot of adenomyosis requiring total hysterectomy by laparotomy because of the numerous adhesions. 3 visits to the operating theater for these problems and the total removal of patient`s uterus at 38 years old. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: r2012452) on 03-sep-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('since placement, multiple pains appeared / device was painful'), device breakage ('breakage of the essure device'), device dislocation ('a piece migrated beyond the uterus putting my intestines at risk') and adenomyosis ('uterus in poor condition with a lot of adenomyosis') in a (B)(6)-year-old female patient who had essure inserted for tubal ligation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "the implant was permeable" in 2015. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced device breakage (seriousness criterion medically significant) and device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced headache ("headaches"), tendonitis ("tendinitis"), arthralgia ("joint pains"), abdominal pain upper ("stomachache"), fatigue ("fatigue"), adenomyosis (seriousness criterion medically significant) and postoperative adhesion ("numerous adhesions"). The patient was treated with surgery (salpingectomy and hysterectomy by laparotomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, device breakage, device dislocation, headache, tendonitis, arthralgia, abdominal pain upper, fatigue, adenomyosis and postoperative adhesion outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, adenomyosis, arthralgia, device breakage, device dislocation, fatigue, headache, postoperative adhesion and tendonitis with essure. The reporter considered pelvic pain to be related to essure. The reporter commented: inserted in (B)(6) 2015 but the implant was permeable and painful, so the patient had a fallopian tube removed in (B)(6) 2015 causing breakage of the essure device. Since placement, multiple pains appeared, moreover, following the breakage, a piece migrated beyond the uterus putting patient`s intestines at risk. Uterus in poor condition with a lot of adenomyosis requiring total hysterectomy by laparotomy because of the numerous adhesions. 3 visits to the operating theater for these problems and the total removal of patient`s uterus at (B)(6) years old. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.